Event description:
It was reported that a spectrum iq pump displayed showing need for infusion bag to be replaced. The volume in the bag did not correlate with displayed remaining volume. The device was inspected and showed that the top clamp was closed but no warning was displayed for upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8373 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.